Event description:
It was reported that (1) device was used during an unk procedure. It was reported by the affiliate that the 512sd inner gasket tore. Another trocar was used to complete the case. There was no consequence to the pt. (6) unopened unused devices are being returned for analysis.